Manufacturer narrative:
The instrument was within quality control specification with respect to controls (accuracy) and reproducibility (precision). Controls are run once per shift. Controls were run before this event and were within assay limits. On (B)(4) 2010, the field service engineer verified the probe alignment to the mixing chamber. Tubing to the air/rinse lines to the diff mixing chamber was replaced. Raw data analysis was performed and determined that the sample was flagged by differential review alerting the customer that results from the differential should be reviewed. The main cause for the review differential flag in the sample was the abundant presence of analyzed cells. Root cause may be related to hardware replaced during the service visit. There were instrument generated differential review (r) flags to alert the operator to further review the specimen. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add¿l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01018.

Event description:
Customer reported erroneous differential test results were obtained for three pt samples when using the unicel dxh 800 coulter cellular analysis system. The test results were accompanied with instrument generated flags. The test results were determined to be erroneous when compared to another instrument (abx pentra 60) and manual blood smear differentials. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no effect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for one of the three pts tested over two days.